Manufacturer narrative:
A visual examination revealed that there were no visible damages on the working length of the device. The tip of the device was observed under magnification and was found damaged. A functional evaluation was performed by inserting a 0.035" guidewire from proximal end of the device and it was found that the guidewire exited the distal tip of the device with minimum resistance. The condition of the returned unit was consistent with the complaint incident that the tip of the device was damaged. During manufacturing, tome devices are 100% inspected for tip integrity. Based on the evaluation, the most probable root cause of 'handling damage' is selected since the event occurred during preparation outside the patient and is likely due to customer handling/prep of the device.

Event description:
It was reported to boston scientific corporation that a tandem xl cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during preparation, before insertion into the patient, the physician noticed that the tip of the device became sharp or chipped. The procedure was completed with another tandem xl cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a tandem xl cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during preparation, before insertion into the patient, the physician noticed that the tip of the device became sharp or chipped. The procedure was completed with another tandem xl cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) (tip damaged). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.